Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and linear opening. A leak test was performed and found two openings. A microscopic analysis identified a smooth opening on the radius side in the same location of the crease assessed as a fold flaw opening, and a sharp opening on the posterior side in the same location of the crease assessed as a fold flaw opening and nicks. Fill inspection was performed and identified no blockage in the valve.

Event description:
Device has been explanted.